Manufacturer narrative:
Device passed the self test. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in device history file. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 not confirmed. Device received with missing retainer and reservoir tube o-ring. Unable to perform the displacement test and p-cap / reservoir will not lock properly due to missing retainer. (B)(4).

Manufacturer narrative:
Device passed the self test. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in device history file. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 not confirmed. Device received with missing retainer and reservoir tube o-ring. Unable to perform the displacement test and p-cap / reservoir will not lock properly due to missing retainer. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received audio issue was confirmed. The customer¿s blood glucose level was unknown. Customer troubleshoot was not performed. The insulin pump will be returned for analysis.